Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured ventricular tachycardia with a "possible" relationship to the impella 5.5 device used: ¿required cardioversion.¿. The patient recovered with no sequelae.

Manufacturer narrative:
A.1, a.4 and a.5 are unknown. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. E.1 first name and last name are unknown. H.4 device manufacture date is unknown. The impella device was discarded, and the investigation has been completed. As the necessary clinical information was not provided and the device was not returned, the root cause of the ventricular tachycardia was not determined.